Event description:
The pt called lifescan (lfs) in 11/2004 alleging that the meter displayed a redo check message. Medical affairs spoke to the pt four days later and obtained the following info: since ten days ago, the pt did not test their blood glucose and withheld their set amount of insulin (lantus 40u am) and their oral mediction because their meter was giving a redo check message. (Redo check prompts the user to perform a check strip test. Redo does not prevent the user from blood testing). The pt tests their blood glucose twice a day. In the morning of event date, the pt was not feeling well and exprienced shortness of breath. Their family member contacted the paramedics and did not test their blood glucose, since the meter displayed a redo check for the past two days. Their reading was 315 mg/dl on the paramedic's meter. Pt was taken to the hosp and was treated for breathing issues and high blood glucose. The pt was discharged same day and is on the same amount of diabetes regimen. Customer service had the pt run a check strip test twice and it failed both times. The check strip was in good condition and less than a yr old. Customer service was unable to resolve the issue and sent the pt a new meter. This case is being documented as an adverse event, since "use error" contributed to the injury. Even though the meter displayed a redo check message, the pt could have tested their blood glucose and could have taken their diabetes meds.